Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's parent that on (B)(6) 2021, an (B)(6)-year-old male child patient's infusion set's tubing detached/broken at site connector and it began one month and a half ago. This issue occurred with ten infusion sets. At the time of the event, his blood glucose level was 170-220 mg/dl. Reportedly, some infusion sets were not able to be used at all while all other sets were used for one day or less. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.